Event description:
Pt expired at home while receiving a demand bolus from the pt controlled anesthesia pump. Clinical engineering found this pump met the MFR's specifications for function and safety when evaluated on 3/24/95.